Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed false pause episodes due to under-sensing on the patient¿s implantable cardiac monitor (icm). No intervention was performed and the patient will be continued to be monitored. The patient had no adverse consequences.